Event description:
It was reported that a patient experienced bleeding and chronic thrombocytopenia. One day following a pulsed field ablation procedure, a patient presented to the emergency department with right-groin bleeding, which was controlled after emergency room staff applied a pressure dressing; a right-lower-extremity arterial duplex was negative for structural abnormalities, and the patient medical history included chronic anemia, cirrhosis, and pancytopenia, with no hematoma or vascular injury noted. The bleeding consisted of blood noted on the right-groin dressing, as reported by the patient during a dressing change. Interventions included application of a pressure dressing and a blood transfusion for chronic thrombocytopenia. No new medications were administered other than intravenous fluids, and no over the counter or prescription medications were added. The patient was admitted for hospital observation from (B)(6) 2025 due to the event and was later discharged home in stable condition. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.